Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose levels. The customer stated that she had visited a regular clinic for high blood glucose but was not hospitalized. The blood glucose reading was unavailable at that time. She complained of weakness, stomach lightness, and confusion, and she treated with manual injection. On another occasion the customer experienced low blood glucose levels with a reading of 58 mg/dl, which she treated by eating lunch. Upon troubleshooting, it was found that insulin exited the tubing during a manual prime, and no leak was observed. The insulin pump also passed the high pressure test. The customer stated that when she removed her infusion set, the cannula was completely bent and probably had not even been in her body. Advised the customer to monitor and call back if any other issues arise. Nothing further reported.